Event description:
It was reported that a patient presented with grade 5 functional tricuspid regurgitation (tr) and septal leaflet restriction from chordal network for a triclip procedure. Two clips were implanted (xtw and xt) on the anterior and septal leaflets. The third clip was implanted (xt) on the posterior and septal leaflets (p/s). The clip was perpendicular to the line of coaptation and leaflet insertion assessment was satisfactory in all views. Intracardiac echocardiography [ice] and transesophageal echocardiography [tee] were utilized and adequate. After deployment, a single leaflet device attachment (slda) was observed. The septal leaflet was detached. The tr was reduced to grade 3-4. Per the physician, the slda was due to the chordal network at the p/s location. No additional clips were implanted.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda was due to patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.